Manufacturer narrative:
(B)(4) date sent: 03/25/25 d4: batch #unk. Additional information was requested, and the following was obtained: there were no problems with the applied staples. There was no bleeding or tissue damage. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #c9ex6e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hernia incarceration for small bowel resection procedure, t was observed that there was an electronic sound like a pulse firing and the knife stopped moving on the way during firing. The manual override was used to return the knife, but only about 2/3 of the small intestine was cut. Another device was used to complete the case. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 04/22/2025. D4: batch #c9eu3y. D4, h4: expiration date, UDI and device manufacture date corrected. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 2/3. In addition, a tyvek was received along with the sample. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No abnormal noises were noted during functional testing. However, the bulkhead contacts were noted to be damaged and scratches. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, three photos were provided and it showed a tyvek along with a device from top view. The device shows a blue reload loaded, loose door and a battery pack installed. The second and third photos show photos from bulkhead contact area and the bulkhead contact from left side appears to be lower than normal and the bulkhead contact from the right side could be observed scratches. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. A manufacturing record evaluation was performed for the finished device batch number c9eu3y, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.